Event description:
On (B)(6) 2025 a patient underwent a spinal surgery procedure. Once the patient was put under anesthesia the trays were opened and three items were found with a sticky residue on them negating their sterility and causing a risk of cross-contamination with the other instruments. This ultimately led to abandoning the case. Also, on the ams alif trial inserter, a swab test was conducted to check for protein substances, which came out positive. No adverse patient consequences were reported.

Manufacturer narrative:
No device was returned to nuvasive for evaluation however, provided images and test results confirm the complaint. Review of the reported event and communication with the attending rep and involved distributor noted the receiving hospital failed to complete the incoming inspection and sterilization required prior to any use, as well the previous hospital of use apparently failed to complete post use inspection and sterilization prior to return. Additionally the distributor team failed to identify the sticky tape residue on the returned arms or the contaminated inserter and may have missed the inspection completely although sterilization is the responsibility of the receiving hospital and it was reportedly missed and notably the root cause of the lack of availability and case delay. No patient injury was reported as the problem was found prior to the start of the case. Labeling review: "description instruments are made of a variety of materials commonly used in orthopedic and neurological procedures including stainless steel which meet available national or international standards specifications as applied to these devices. Some instruments are made out of aluminum, and while these can be steam autoclaved, certain cleaning fluids must not be employed. Instruments provided non-sterile are reusable and should be cleaned and sterilized per instructions provided below. Instruments provided sterile are single use and should not be reused." "Residual risks and potential side effects as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection." "Residual risks to the patient associated with use of general surgical instruments are: cleaning and sterilization failures, sterile barrier compromise, corrosion, and unretrieved instrument fragments which may cause or contribute to infections, fever, wound dehiscence, immunological response and immunological, systemic, or allergic reactions. In some instances, treatment of these events may require surgical intervention including revision surgery." "Risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include early or late infections, pain, tissue damage, tissue swelling, hematoma, ecchymosis/contusion (bruising), wound dehiscence." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Cleaning and decontamination all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc # (B)(4)) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible, contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments. Instruments with a ¿d¿ prefix part number (e.g., dxxxxxxx) may be disassembled. Please refer to the additional disassembly instructions for these instruments." "Sterilization all non-sterile instruments are sterilizable by steam autoclave using standard hospital practices, in addition to nuvasive¿s validated parameters. In a properly functioning and calibrated steam sterilizer, effective sterilization may be achieved using the parameters prescribed in the nuvasive cleaning and sterilization instructions (doc # (B)(4))." "Information: to obtain a surgical technique manual or other applicable instructions for use or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly." (B)(4).